Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had a crack. This was observed before use. There was no patient involvement. No additional information is available.